Event description:
The device was used during a right hemi-colectomy procedure. Reportedly, the anvil did not tilt and the instrument did not cut. The surgeon applied another device and resected the tissue at the application site. The hospital has reported the pt's condition is satisfactory.